Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a loss of therapeutic effect. The patient stated the ins was taken out last year, and said "it just wasn't working, it just quit being useful". The patient stated "I don't remember it started a couple years ago now". No further complications were reported/anticipated.